Manufacturer narrative:
3 attempts for additional information have been made with the customer. No response has been provided. If more information becomes available a follow up submission shall be submitted (B)(6).

Event description:
Part/interface does not fit/align.